Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: malpositioning of the initial implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition".

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient later complained of radicular pain symptoms. The surgeon determined that the inferior positioned implant was too posterior and impinging on the neuroforamen causing radicular pain symptoms. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the inferior positioned implant using chisels as it was solidly fixed in bone. Bone wax was placed in the explant void. No other preexisting implants were adjusted or removed. No new hardware was added. The patient's pain symptoms resolved following the revision procedure.